Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. It was reported that the patient's death was not cardiac related but was due to respiratory failure with pulseless electrical activity (pea). The patient was reportedly alone and on hospital telemetry at the time of the event. The lifevest was reportedly not alarming. Upon discovery of the patient, resuscitation efforts were initiated by nursing staff. Review of the download data indicates that the patient experienced an inappropriate defibrillation event by the lifevest prior to passing. At 08:56:36, the device first detected an arrhythmia while the patient's rhythm was obscured by CPR artifact. The device exited the detection sequence. The detection sequence began again at 08:58:35 and gel was released at 08:59:02. At 08:59:31, the lifevest delivered a full energy shock while the patient's rhythm was obscured by CPR artifact. The post-shock rhythm was bradycardia at 30 bpm with CPR artifact. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. Per event analysis, the patient was in an idioventricular rhythm at 60 bpm transitioning to sinus rhythm at 80 bpm with CPR artifact/motion artifact from 09:16:06 until the device shutdown at 09:52:36 on (B)(6) 2018. No deficiencies were alleged against the lifevest.